Manufacturer narrative:
According to the description of the event, an acs® uni femoral impactor broke during use. The product in question is not available for an optical examination. However, a picture of the product was provided, with which a limited optical examination could be carried out. A piece of the ppsu part is broken off, revealing the threading below it. It is known that the fracture occurred intraoperatively. It is not known whether there were any health effects on the patient or how exactly the surgery was finished (e.g., if another product was available or if the surgery was finished with the product in question). The manufacturing documents and the material certificates of the femoral impactor were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the femoral impactor. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The product in question is in use for over 10 years, therefore it is safe to say that the impactor had to withstand several forces/ impact processes. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "in today's morning, one of our distributor during the a surgery reported to me that a piece of an instrumentarium broke off, as the attached photo." Note: it is known that the issue occurred intraoperatively. It is not known how exactly the surgery was finished (e.g., if another product was available or if the surgery was finished with the product in question).